Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device had a black singe mark and there was poor connection between the device and the battery. The patient noted an electrical arc, but did not receive any health changes due to the event. A replacement device and battery were sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.